Event description:
It was reported that a patient underwent an unknown procedure and topical skin adhesive was used. During the procedure, the glass broke through the tube. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.